Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose while preparing for exercise, treated with approximately 35 g of carbohydrates from juice and a protein bar, and subsequently experienced high glucose; the ilet alerted to the glucose excursions and then brought the glucose down without external assistance. Symptoms included none reported. Outcomes included no need for outside assistance or medical intervention and glucose returned toward target with device automation. Investigation included complaint assessment and user education regarding treatment of hypoglycemia. Investigation of this case revealed overcorrection of hypoglycemia as the likely contributor to the subsequent hyperglycemia, with no device malfunction reported and no component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related overcorrection following hypoglycemia with contributing factors unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.